Manufacturer narrative:
Per the manufacturing site: the lot met all release criteria. Manufacturing records were reviewed (DHR, mrr¿s, scrap and mfg. Process changes) and there were not found evidence that the failure mode reported in this complaint is caused by the mfg. Process. Based on information in the sample evaluation: one MRI powerport w/ 8fr groshong catheter was returned for evaluation. Visual, microscopic, functional and tactual evaluations were performed. The investigation is confirmed for a break in the catheter, and was found more specifically to be due to flexural fatigue. Evaluation showed a full break in the catheter with one side of the break surface smooth and the other rough, with stress whitening adjacent. The profiles of the break were found to be elliptical. Tears were observed at the pinch points on either side. The identified split is typical of flexural fatigue. Therefore, it is possible that cyclic kinking of the catheter tube due to physiological, placement, usage or mechanical factors may have contributed to the reported event. However, the definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. The device is labeled for single use.

Event description:
This report summarizes one(1) malfunction event. A review of the events indicated that model 9808560 port and catheter approximately one year and nine months post port placement via the right internal jugular vein, an x-ray image allegedly identified a catheter fracture. Reportedly, the port body and distal catheter segment were removed. This report was received from one source. This event involved one female patient, (B)(6) years old, weighing (B)(6) kgs. Patient had no reported patient injury.